Event description:
An optometrist reported that a pt expressed concern over vision not being 'as good' as they would like, after having undergone two surgeries. This report will reference the pt's left eye. Another report is filed for the right eye. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).